Manufacturer narrative:
Evaluation - the fracture of the t20 drive feature appears to be a ductile shear fracture. Based upon the observed failures and the results of prior testing, it is believed that the drivers were subjected to loading above 80 in-lbs. No corrective actions are being recommended at this time as design changes were initiated to strengthen the tip subsequent to the manufacture of this lot. Review of manufacturing history records found (B)(4) pieces of this lot released for distribution on 8/18/2015 with no deviations or anomalies. Two-year complaint history review did not reveal any previous reports of this nature for this lot. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2018-00015/ 00016).

Event description:
During a procedure performed on (B)(6) 2017 the tip of two reform driver with mechanical lock broke. The tip of the driver was stuck in the head of the screw, so the screws were removed amd replaced.